Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Crossback graters are ineffective when used due to dullness. Sizes 45-58. Patients have not been effected by product status.